Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently on (B)(6) 2015 the patient underwent abutment to magnet revision surgery and was administered intraoperative antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.